Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasoft lancing device was not working properly. The medical surveillance specialist attempted to contact the patient to obtain additional information but was unable to reach the patient, therefore the complaint was classified based on the customer service representative (csr) documentation. The patient reported that the lancing device issue began on (B)(6) 2014 when trying to use the subject lancing device to obtain a blood sample. It is unknown what medications, if any, the patient takes to manage her diabetes, and it is unknown if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿blurry vision¿ an unknown time after the alleged issue began. It is not known whether the patient received any form of medical intervention due to the reported issue. At the time of troubleshooting, the csr noted that it was the first use of the product, and the issue was occurring before the lancing device was fired. The csr reviewed the patient¿s testing technique but was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.